Event description:
It was reported that during the implant procedure, as angiography was carried out for retrograde coronary sinus, a dissection of the main trunk of coronary sinus occurred. Angiography was carried out inside capsula cordis, but cardiac tamponade was not identified and the procedure continued. It succeeded in wiring to the target vein, but the left ventricular lead could not completely pass through the tortuosity. Pacing threshold immediately after delivery of left ventricular lead was favorable however pacing failure occurred during suturing. There was no obvious lead migration. It was decided to perform placement by open chest surgery at a later date, and the surgical incision was closed. Postoperative electrocardiographic monitoring showed pacing wave of both ventricles. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.